Event description:
Reamer head and reamer irrigator aspirator shaft are broken. Drill head and shaft broke during drilling. This is report 1 of 1 for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The investigation based on the material and manufacturer¿s documentation has shown that the provided instruments comply with all standards and fully observe the manufacturing specifications. The following observations were made during the investigation: the provided x-ray shows an isthmus of 12 mm. Our op-technique indicates that a drill head at least 1.00 tp 1.5mm larger than the diameter of the medullar cavity must be used for bone extraction. That is why we can only conjecture that the event was caused by a mechanical overload. The overload has exceeded the load ceiling which eventually resulted in the fracture/ fatigue fracture of the material. The fracture surface is homogeneous, which indicates irreproachable quality of the material. No product failure could be ascertained.